Event description:
The patient's father reported that a loose cartridge cap was tightened while the patient was attached to the infusion set. The patient reported that she felt an insulin delivery which coincided with this action, and subsequently experienced hypoglycemia. The patient did not require medical treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas conducted a device history record review for the pump involved in this event, and the results of the review indicate that the pump met all release criteria and was operating within specifications at the time of release. The patient's father reported to animas that the cartridge cap was most likely left loose prior to priming the pump. As per the user manual (that is provided to each pump user), the cartridge cap should be tightened prior to the priming of the pump. The inadvertent infusion of insulin was caused when the patient's father tightened the cartridge cap while the pump was still connected to the skin site. Our experience indicates that, provided that there is no damage to the pump, the cartridge cap will not become loose if it has been appropriately tightened.